Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and completed full service on the iab including the replacement of the safety disk. The fse also performed full functional testing and safety checks to factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that a safety disk malfunction occurred on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported. It is unknown under what circumstance the event occurred.